Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and walked the caller through the process. After the reset, the pump no longer displayed the cgm error code, and the caller successfully started their sensor session.